Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable. It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.